Manufacturer narrative:
The boston scientific technical services consultant suggested doing an rv lead revision. The investigation remains open at this time.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this right ventricular (rv) lead did exhibit noise oversensing leading to pacemaker inhibition. There was no evidence of noise stored on the electrocardiograms. It was also noted that pace impedance had been greater than 2,000 ohms at changeout just a couple months prior. The pace threshold measurement was noted at 4.5 volts at 1.0 milliseconds. There was no report of adverse patient effect associated with these clinical observations.